Manufacturer narrative:
Corrected: if information is provided in the future, a supplemental report will be issued.

Event description:
The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, the right ventricular (rv) lead was noted to be very difficulty to connect to the new device as there was "short lead ends due [to] tissue ingrowth." Two days later, an alert was triggered due to high/undefined pacing impedance. X-ray was not clear if the lead was properly inserted into the device header. The lead was explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.